Event description:
Physician was snaring a large colon polyp, snare became lodged around polyp and was unable to be removed. Multiple attempts to dislodge snare were unsuccessful. The electrocautery device was changed, multiple times to see if this was a problem. Other snares were used to resect a portion of the polyp were successful. Original snare was cut taped to pt leg for removal. To hosp for removal of snare.